Manufacturer narrative:
This report is submitted on july 13, 2023.

Event description:
Per the clinic, it was reported the patient ingested the battery (date not reported). The patient has been clinically managed and the patient managed to passed the battery without any issue.